Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 300400 and lot number 220306. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, the cannula (metal part) was observed detached from the hub (plastic part). Through the pictures provided, we confirm that the product detachment resulted from an issue with the presence of adhesive in the needle. There was not an appropriate quantity of adhesive. This most likely occurred because of an insufficient dosage of epoxy and as a consequence the cannula detached from the hub. This could happen during the cannula assembly process from some viscosity variation in the epoxy or from a temporary stoppage of the cannula assembly station. This is a very unusual circumstance because all needles are inspected for the presence of epoxy and any needles identified with the absence of adhesive are rejected. The inspection camera system is challenged every eight (8) working hours at the beginning of every shift. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
I am kindly requesting your intervention regarding the quality of needles manufactured by becton dickinson (25g x1" ¿ no. 18; 0.5 x 25 mm) used during thyroid biopsy. The needle became detached from the base during the thyroid biopsy procedure. The incident occurred on (B)(6) 2025. Only thanks to the physician's attentiveness did an adverse event involving an isolated needle being left in the patient's body occur (photographic documentation of the needle is attached along with photos of the needle packaging). Furthermore, needles in blister packs sometimes appear to be positioned in different directions ¿ which is not typical.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.